Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported difficulty inserting the infusion set needle, and this resulted in elevated blood glucose. Patient discontinued use of the infusion device, and she delivered an insulin injection. Infusion set was replaced and requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.